Manufacturer narrative:
At this time, msi is waiting for the device involved in the adverse event to be sent back so an investigation can be conducted. Once the results of the investigation are available, a final adverse event report will be submitted.

Event description:
Laparoscopic fenstrated grasping tip came apart while inside patient, pieces of tip removed by surgeon and portion of tip returned to mdrd care of writer. Fenestrated tip fell apart (at the jaws) inside the patient during laparoscopic surgery. All pieces were removed laparoscopically.